Event description:
During an implant procedure, the lead was unable to be connected into the device header. A new device was used to complete the procedure and resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of could not tighten the lv-lead into the device connector was confirmed. Analysis revealed lv-lead insertion was being blocked by the lv-setscrew that was turned down in the connector port such that leads could not be inserted passed it. Analysis found the setscrew had been turned down in this position by someone using the torque wrench participating in the implant procedure. In lab testing the setscrew was backed out from blocking lead passage into the port. An lv-lead could then be fully inserted into the lv connector port, and the setscrew now can be tightened down on it securing the lead in the connector. No device anomalies were found. This was a user related problem.